Manufacturer narrative:
The insulin pump was received with cracked case on the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. No unexpected restart alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received an unexpected restart alarm. It was also mentioned that the customer had cracks to their reservoir compartment. No significant event leading up to the event were mentioned. The customer was advised that the device would be replaced and agreed to return the product for analysis.